Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The customer alleges that the patient developed a pneumothorax after use of one of the needles, requiring a chest tube and a 2-day hospital stay. The product was disposed of after use.